Event description:
A customer reported that inconsistent potassium (k) results on patient samples were generated by the unicel dxc 800 pro synchron clinical systems before and after a calibration. No false results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Field service engineer (fse) was dispatched: the fse ran a precision study and found the first k result was low. The fse decontaminated the ise system and replaced parts. Although parts were replaced, a clear root cause for this event has not been determined.